Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not powering on) has been confirmed. Upon investigation the battery charger/modem was intermittently unable to power on. The cause for the failure was isolated to an intermittently defective power supply brick. The root cause for the intermittently defective power supply unit could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger would not power on.